Event description:
It was reported that during a lap cholecystectomy there were 2 devices being used. The hand activation buttons were working intermittently. A third device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.